Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2011. Subsequently, patient alleges pain and swelling. An arthroscopy procedure was performed in (B)(6) 2012 due to alleged discharge resulting in multiple wash-outs. A revision procedure was performed in (B)(6) 2012 in which allegedly a piece of plastic was found between the knee joint causing irritation, pain and swelling. The components were broken to remove. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11, "wear and/or deformation of articulating surfaces." And number 15, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Under warnings it states. "Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." The following sections could not be completed with the limited information provided. Date of event - unknown. Date implanted. Date explanted. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Under warnings it states. "Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.